Manufacturer narrative:
The field service representative (fsr) could not duplicate the 'belt slip' or 'underspeed' messages but he did observe them in the log data. The roller pump was replaced and release testing was preformed. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the cardioplegia roller pump displayed a 'belt slip' and 'underspeed' message. The roller pump was used for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The roller pump was inspected for potential causes and the srt did not observe any. The tube guide and knobs were greased. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) ran the roller pump at 1.60 liters per min (l/min) connected to lab use only (luo) testing equipment, properly occluded without observing a 'belt slip' message for four hours. The pst opened the roller pump to expect for excess grease from the main bearing which was not present. No anomalies were observed. It was determined that the roller pump met specification.

Event description:
Per clinical review: on (B)(6) 2021, the team experienced a problem with the heart lung machine (hlm) while on cardiopulmonary bypass (cpb) whereby a six inch roller pump (vent 1) gave a 'belt slip' message. The end user continued to use the pump throughout the procedure, with no change out, no delay, no blood loss, and no adverse event.

Manufacturer narrative:
Per data log review: the complaint indicated that the issue occurred on (B)(6) 2021 but the log indicates that the issue occurred on (B)(6) 2021. The large roller pump (vent position 2) reported several errors. Underspeed (belt slip) = 94. Overspeed head demand = 46. Overspeed head demand = 126. Underspeed (head demand) = 0. Belt slip jam status (overcurrent). The log confirms the complaint but not on the reported date.